Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified an analyzer leak. The fse observed crystal buildup on the wash nozzle and tubing, as well as worn syringes. The fse replaced the reagent probe, reagent syringe and its case, buffer syringe, and sample and its case to resolve the issue. Following these replacements, the fse cleaned and calibrated the analyzer, then performed quality control, all with acceptable results, verifying that the analyzer¿s return to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results on ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Provided results for one patient.